Event description:
It was reported that the patient was asymptomatic with multiple low flow alarms recorded. Lactate dehydrogenase levels have not risen. The doctors believed that the inflow cannula might have been misaligned. Log file analysis captured low flow events on days 1003 and 1004..

Event description:
It was additionally reported that the patient was admitted for a driveline infection on (B)(6) 2021. Surgical and drug treatment was performed. The patient was discharged on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of low flow hazard alarms; however, the low flow alarms were thought to be caused by a malpositioned inflow conduit, and treatment included rest and drinking water. The report of a malpositioned inflow conduit could not be confirmed through this evaluation as no diagnostic images were submitted. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and the report of driveline infection could not be conclusively established through this evaluation. A review of the submitted log file from day 1003 through day 1005 found that the pump maintained a speed at or above the low speed limit without issue. Several low flow alarms were captured on day 1003 and day 1004. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 ¿patient care and management¿ (under "pump performance monitoring") includes information on caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 1 of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the installation and orientation of the sealed inflow conduit. The subsection titled "preparing the ventricular apex site" instructs to choose the coring location slightly anterior to the apex, a few centimeters lateral to the left anterior descending coronary artery. Align the orientation of the coring knife toward the mitral valve. Take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The subsection titled "inserting the sealed inflow conduit" instructs to select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: - the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. - care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. - the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. Heartmate ii lvas patient handbook, rev. D, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. This document contains several sections with information on how to prevent and control infection as well as information on caring for the driveline exit site. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05feb2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: privacy legislation/policies prohibit the sharing of patient information. Patient information was inadvertently reported in the initial report. Updated manufacturer's investigation conclusion: review of the submitted log file confirmed the report of low flow hazard alarms; however, the low flow alarms were thought to be caused by a malpositioned inflow conduit, and treatment included rest and drinking water. The report of a malpositioned inflow conduit could not be confirmed through this evaluation as no diagnostic images were submitted. It was reported that an inflow cannula misalignment was confirmed by a chest x-ray and echocardiography. The patient experienced no symptoms at rest and shortness of breath while working. It was reported that the low flow alarms did not completely resolve, and the alarms were thought to be caused by the inflow cannula misalignment. The plan of care for the patient was to drink water and rest. A review of the submitted log file from day 1003 through day 1005 found that the pump maintained a speed at or above the low speed limit without issue. Several low flow alarms were captured on day 1003 and day 1004. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. He heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the installation and orientation of the sealed inflow conduit. The subsection titled "preparing the ventricular apex site" instructs to choose the coring location slightly anterior to the apex, a few centimeters lateral to the left anterior descending coronary artery. Align the orientation of the coring knife toward the mitral valve. Take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The subsection titled "inserting the sealed inflow conduit" instructs to select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. Heartmate ii lvas patient handbook, rev. D, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05feb2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of low flow hazard alarms; however, a specific cause for the low flow events could not be conclusively determined through this evaluation. The report of a malpositioned inflow conduit could not be confirmed through this evaluation as no diagnostic images were submitted. A review of the submitted log file from day 1003 through day 1005 found that the pump maintained a speed at or above the low speed limit without issue. Several low flow alarms were captured on day 1003 and day 1004. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on vad-62346 with no further related issues reported at this time. The relevant sections of the device history records for vad-62346 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 05feb2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 5 "surgical procedures" outlines considerations for pump placement and provides instructions regarding the installation and orientation of the sealed inflow conduit. The subsection titled "preparing the ventricular apex site" instructs to choose the coring location slightly anterior to the apex, a few centimeters lateral to the left anterior descending coronary artery. Align the orientation of the coring knife toward the mitral valve. Take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The subsection titled "inserting the sealed inflow conduit" instructs to select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: - the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the interventricular septum. - care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. - the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump. Heartmate ii lvas patient handbook, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.